Event description:
The device was explanted and replaced.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The device remains in use. No patient complications have been reported as a result of this event. It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The device remains in use, but was noted that the patient will need another surgery sooner than the estimated longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that battery depletion was indicated/eri. The time of rrt in the save to disk was on 11-jun-2012 and the device rrt (recommended replacement time) was less than or equal to 2.6251 volt. The weekly battery voltage trend data shows the battery equaling 2.635 to 2.606 volts between 05-jun-2012 and 26-jun-2012. There was one patient alert for low battery voltage on 15-may-2012 02:15:05.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.